Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, when the handle was squeezed, the clips were chewed and the jaws were unable to be opened. The procedure was completed with another device. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the handle was flaccid and not attached to the internal components. The instrument was dismantled for visualization of internal components which revealed that the wishbone link which attaches the trigger to the firing mechanism had disengaged. The wishbone link was reattached to the trigger handle and the instrument was reassembled. The instrument was then found to cycle without binding. Eleven clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged wishbone link condition may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.